Event description:
The pt received her percutaneous scs lead on (B)(6) 2006. It was reported that after placing another lead at a later date, the original lead ceased to provide stimulation. All percutaneous leads were explanted on (B)(6) 2007 and a paddle lead was implanted. The explanted lead was discarded and not returned to ans for eval. No further info is available.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.